Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode upon interrogation. The patient also experienced diaphragmatic stimulation. Technical services (ts) recommended to have this device replaces. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.